Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: the customer reported that the bc800 infant nasal mask was detaching from the flexitrunk tubing conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected for any damage. In addition, the dimensions would have been measured and compared to the drawing specifications. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully."; "if using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes."; "check that all circuit connections are tight before use and after any adjustment."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the bc800 infant nasal mask was detaching from the flexitrunk tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4) our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the bc800 infant nasal mask was detaching from the flexitrunk tubing. No patient consequence was reported.